Event description:
Literature was reviewed regarding transcatheter aortic valve replacement (tavr) in patients with borderline aortic annulus and the impact of under or over-sizing of the valve.  The study population included 338 patients who were predominantly female with a mean age of 78 years.  Multiple manufacturer¿s devices were implanted in the study population; 137 patients were implanted with a medtronic evolut r bioprosthetic valve.  Among all patients adverse events included: major vascular complications, stroke, arrhythmia requiring permanent pacemaker implant, acute kidney injury, valve dislodgement, device migration, cardiac rupture, elevated gradients, and moderate paravalvular leak (pvl).  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: yildirim et al. Evaluation of the transcatheter aortic valve replacement results in patients with borderline aortic annulus and the impact of under- or oversizing the valve. Anatol j cardiol. 2023 apr;27(4):189-196. Doi: 10.14744/anatoljcardiol.2022.2558. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.